Manufacturer narrative:
A complaint of undersensing was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited undersensing. Programming changes were performed. The patient was in stable condition.